Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. (B)(6). The exact lot number could not be confirmed, as the hospital provided lot numbers for which they presently have available. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested, but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The orthopedic physician reported that on (B)(6) 2017, he applied an aquacel ag surgical cover dressing post-operatively following left hip surgery. The physician indicated that after surgery he cleaned the wound with duraprep and loban. It was reported that on (B)(6) 2017, while checking on the surgical wound, the physician noted necrosis of the patient's skin where the skin was in contact with the dressing. It was further reported that there was blistering and bruises on the skin surrounding the wound. The necrotic skin was removed and the physician applied rofocine and fixomull. Photos were provided regarding the reported complaint issue. No further details have been provided.